Event description:
It was reported that the fiber broke and burned the nurse's hand. The nurse did not receive any treatment for the burn. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. However, without proper evaluation of the device, the allegation cannot be confirmed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use.

Event description:
It was reported that the fiber broke and burned the nurse's hand. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.